Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H6: service history review: a review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition. Device evaluation: the actual device was returned for evaluation.  Quality engineering evaluated the device and it was determined that the device passed all pre-repair diagnostic assessments and no failures were identified. Therefore, the reported condition was not confirmed, and an assignable root cause was not determined. It was noted that the issue could have been caused by low power batteries or by over using the device over the recommended duty cycles. A review of the service history record was performed which indicated that the device was serviced over a year for a service condition that is not relevant to the current reported condition.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The initial reporter's phone number was not available. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products and therapy dates: battery device; (B)(6) 2021. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during a total knee arthroplasty (tka) surgical procedure, it was discovered that the battery reciprocator device was unstable and sometimes stopped working while in use with a battery device. It was further reported that even when pressing the switch, the device stopped working after a while. It was reported that there were no delays to the surgical procedure as a spare device was available to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.